Event description:
Birthnet computer program became non-functional, unable to chart in system central monitoring intermittently non-functional. Staff unable to admit new pts or transfer or discharge current pts. Staff had to paper chart and also do 1:1 nursing when central surveillance not working.